Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support provide customer part number for both power supply and power management.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted biomed inquiring for repair details. This is pending repair completion.

Event description:
The customer reported that the ventilator will not run on ac power. The customer reported there was no patient involvement.